Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review due to low voltage and power cable disconnect alarms while connected to battery power. The patient's battery clips were previously cleaned and exchanged, however the alarms continued. Following review of the submitted log files, it appeared there were low voltage advisory events on (B)(6) 2025 at 2209 and (B)(6) 2025 at 2148 while using battery power. There were also a couple random power cable disconnect events that were not associated with power source changes while using battery power. The patient then calibrated their batteries and the alarms did not improve with the new battery clips. The system controller was exchanged and the patient was provided with new battery clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the log files. The system controller event log file was reviewed, and relevant timestamps spanned approximately 4 days (20:26:58 on (B)(6)2025 to 10:49:41 on (B)(6)2025). On(B)(6)2025 at 21:50:39, an atypical power cable disconnect alarm not associated with a routine power source exchange was active. This alarm was associated with the relative state of charge (rsoc) voltage on the black power cable dropping to 0v while connected to battery power, and this alarm cleared as the rsoc returned to an expected value. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range throughout the log file. The provided information stated that the patient's battery clips were previously cleaned and exchanged; yet the alarms continued. Additionally, the system controller was exchanged, and the patient was provided with new battery clips. The patient then calibrated their batteries, and the alarms did not improve with the new clips. Multiple good faith effort (gfe) attempts were sent to gather the lot number of the battery clips in use, if the cause of the alarm was identified and resolved, and if any products would be returning for analysis; however, no response was received. The root cause of the reported alarms could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and informs on steps how to troubleshoot, including power cable disconnect and low voltage alarms. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explain how to check the battery life by using the on-battery power gauge button. The heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas ifusection 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.